Manufacturer narrative:
Results: examination of the lot history record showed that the lot passed all acceptance criteria. (Note: description provided here because no relevant result code is available.)

Event description:
Tryton device inserted for potential treatment of lad/diag. Tryton stent deployment was attempted, but physician was unable to cross tryton system beyond the left main artery. Removal attempt resulted in dislodgment of tryton stent from tryton delivery balloon. Stent never reached the bifurcation and came off in the lm (left main). The physician used a snare device to retrieve undeployed tryton stent and it was snared successfully. No patient injury occurred. The patient received two des and was discharged from the hospital. Operator was not trained on use of tryton. What was the medina classification? 1,1,1. What was percent stenosis? 90%. What was the degree of tortuosity (none/low/medium/high)? Ns (not significant). What guide catheter (size and type) was used? 6fr. Did the device prep normally (i.e. Maintain negative pressure)? Yes was there any resistance/friction while inserting the balloon through the rotating hemostatic valve? No. Was there any resistance/friction while inserting the balloon through the guide catheter? No. Was predilatation performed prior to attempting to place the tryton stent? Yes.